Manufacturer narrative:
The hcp discarded the sensor pieces and did not keep it for return. In addition, no pictures were provided. As a result, no visual confirmation or investigation of the complaint was possible. The root cause of fracture of sensor during removal is potentially excessive force on the removal clamps grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects".

Event description:
On june 25, 2024, senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024. According to information that was provided to senseonics, the procedure took about 5 minutes and no issues were found at that time, but a piece of the sensor remained in the user's arm. This was removed during the second attempt of removal. The hcp did not keep the sensor pieces for return and discarded it.